Manufacturer narrative:
Section b2: correction. Section b3: correction. Section d4 (primary unique device identification (UDI) number): correction. Section h6 (health effect - clinical code and health effect - impact code): correction. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing until (B)(6) 2024 when they expired while in hospice care (refer to MFR # 2916596-2024-06854). The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection and bleeding that may be associated with the use of hm 3 lvas. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides care instructions in reference to preventing infection. This document also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The patient handbook provides care instructions about preventing infection in several sections, including section 4 ¿living with the heartmate 3¿. The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had pseudomonas bacteremia. Symptoms included failure to thrive, shortness of breath, hemoptysis. Infection was treated with intravenous meropenem ¿ incurable per infectious disease with likely vegetation on the implantable cardioverter defibrillator (ICD) lead (that cannot be removed as patient is pacemaker dependent) and high likelihood the left ventricular assist device (lvad) was infected. The patient was transitioned to comfort care measures only.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.